Event description:
Additional information was received stating that the issue happened during pre cardiopulmonary bypass (cpb) procedure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a delay, there were no adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) set up the level module with a yellow alert level sensor and a red alarm level sensor. The alert function of the module worked as intended throughout the evaluation. The red sensor was connected and immediately the module started to alarm. The module was tested with a known good lab use only red level sensor and the issue remained, determining that the level module was defective.

Manufacturer narrative:
The field service representative (fsr) determined that the level sensor module reached its end of service life. The fsr replaced the level sensor module . The unit operated to the manufacturer's specifications.

Event description:
It was reported that there was a level sensor issue. No other details regarding the nature of this event were provided.